Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads have broken down in the mouth while brushing [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that a third oral-b power oral care refills precision clean from a package of four had broken down in the mouth while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer stated that the logo was gray, smooth, and could not be removed. No symptoms developed.